Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-apr-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 26-nov-2019. Labeled for single use?: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the patient experienced perforation and tamponade. High thresholds, no capture and low sensing were noted. The physician recaptured the device however patient's pressure dropped. An electrocardiogram (ECG) was performed and pericardial synthesis carried out. Patient attempted saved but this was unsuccessful.